Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd luer-lok 1-ml syringe experienced black color dust particle in the syringe barrel and in the packaging. The following information was provided by the initial reporter: pharmacy store reported to the hospital management saying that a black color dust particle in the 1cc tuberculin syringe barrel and in the packaging also.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 2112874 (catalog 303060). No quality notification was raised on past 12 months on similar non-conformance.

Event description:
It was reported that 10 of the bd luer-lok 1-ml syringe experienced black color dust particle in the syringe barrel and in the packaging. The following information was provided by the initial reporter: pharmacy store reported to the hospital management saying that a black color dust particle in the 1cc tuberculin syringe barrel and in the packaging also.